Manufacturer narrative:
Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the motor device was not burring was confirmed. An assessment was performed on the device which found that the cutter used during pretest was spinning properly without a load, however, the motor heated up to 126 degrees fahrenheit failing temperature test, was loud, and had excessive vibration. During repair and disassembling of the device it was discovered that the flex circuit which contains the thermistor was split / corroded. It was determined that this condition was normal use over time. Also in the top end it was discovered that the drive shaft was broken in half which caused the heat, noise and vibration which verifies the complaint. The assignable root cause for this condition was component damage due to abuse/ misuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was not burring. During in-house engineering evaluation it was found that the cutter used during pretest was spinning properly without a load; however, the motor heated up to 126 degrees fahrenheit failing temperature test. It was further noted that the device was loud and had excessive vibration. During repair and disassembling of the device it was discovered that the flex circuit was split / corroded and in the top end the drive shaft was broken in half. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.